Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The lesion being treated was located in the mid circumflex (cx). The lesion was 80% stenosed with thrombus. The lesion was not tortuous or calcified. A liberte stent was deployed. The physician then used a 12x3.5mm quantum maverick monorail balloon catheter to post dilate, but it would not deliver. The balloon catheter broke in half inside the patient. It was confirmed that the physician was able to retrieve all parts of the device from the patient's body. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is listed as "ok."